Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the 190 series scope printed a circuit board failure, and the 170 series scope had a b30 error, and corrosion found on the flat cable. There was no procedural or patient involvement associated with this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus representative found that the evis exera iii video system center image was freezing when in use with 190 series scopes and that the 170 series scopes were showing a b30 error. A printed circuit board failure was also observed. These phenomena were discovered during incoming inspection. There was no patient involvement and no patient harm reported. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during inspection/evaluation.